Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio. The fse re-plugged the speaker cable assembly back into the system. After the system speaker cable assembly was plugged back in, the device returned to full functionality.

Event description:
Philips received a complaint on the efficia cm12 monitor indicating the system has no audio for the alarm prompt. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.